Event description:
Study event: it was reported that during a revascularization stenting procedure in the anterior tibial artery, after deployment the stent only partially deployed. The device was removed through the guiding catheter uneventfully. A replacement device was utilized to complete the procedure. There were no patient consequences. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.